Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a device fracture occurred. The 95% stenosed target lesion was located in calcified anterior descending branch artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the shaft was fractured. The device was simply pulled out to remove it from the patient body. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection revealed that at 98cm distal from the hub, the hypotube of the device was kinked. Microscopic inspection revealed the shaft was found in good condition. No other issues were identified during the product analysis.

Event description:
It was reported that a device fracture occurred. The 95% stenosed target lesion was located in calcified anterior descending branch artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the shaft was fractured. The device was simply pulled out to remove it from the patient body. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.